Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass. The pump was also received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. The pump was unable to perform the displacement test due to display anomaly.(B)(4)

Event description:
The customer's mother reported via phone call of screen damage on the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her son slid on his pump during baseball. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.